Manufacturer narrative:
Siemens has completed the investigation: a review of the available instrument data could not find any evidence of system or sensor malfunction. A detailed system health analysis for the samples in question couldn't be conducted due to the absence of .cx files. The system health along with aqc performance of the nbili sensor during and around the samples in question was found to be within specification. This investigation couldn't rule out sample handling and sample integrity for the observed discrepancies, but cannot provide definitive root cause due to insufficient information. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results, which met the clinical picture, and a corrected report was issued. The data files have been received for investigation. The customer stated that the following has been performed successfully, and they are operational: valve m calibration; change of cooximetry chamber; change of measurement cartridge; change of aqc (automatic quality control) cartridge; calibration; quality control at each level; complete controls processing. The cause of this event is unknown.

Event description:
The customer reported discrepant neonatal bilirubin results on the rp 500e (s/n: (B)(4)) when compared to other rp 500e, rp 500, and a non-siemens lab instruments. There is no report of injury due to this event.